Event description:
It was reported that the right ventricular (rv) lead exhibited a high out of range pacing impedance at 2157 ohms on this implantable pacemaker. Previous electrograms (egms) show trending with similar elevations of impedance measurements greater than 2000 ohms. There was no noise observed on the egms. The rv lead is a non-boston scientific product. At this time, the device remains in-service. Additional information received advised the device alert retriggered for a high out of range pacing impedance measurement following programmer interrogation. Programming information was provided, and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high out of range pacing impedance at 2157 ohms on this implantable pacemaker. Previous electrograms (egms) show trending with similar elevations of impedance measurements greater than 2000 ohms. There was no noise observed on the egms. The rv lead is a non-boston scientific product. At this time, the device remains in-service. Additional information received advised the device alert retriggered for a high out of range pacing impedance measurement following programmer interrogation. Programming information was provided, and the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high out of range pacing impedance at 2157 ohms on this implantable pacemaker. Previous electrograms (egms) show trending with similar elevations of impedance measurements greater than 2000 ohms. There was no noise observed on the egms. The rv lead is a non-boston scientific product. At this time, the device remains in-service. Additional information received advised the device alert retriggered for a high out of range pacing impedance measurement following programmer interrogation. Programming information was provided, and the device remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Received additional information the rv lead exhibited a high out of range pacing impedance greater than 3000 ohms. There was an increase in atrial pace impedance starting last month with the highest measurement of 1376 ohms with a potential loss of capture (loc) observed. Further review is recommended. Additional information received that technical services (ts) was consulted on lead issue and device optimization. Ts provided troubleshooting suggestions with possible fretting issue and recommendations when the patient is evaluated in-clinic. Additional information received that the rv lead exhibited another high out of range pacing impedance greater than 3000 ohms after a recent programmer interrogation this week. The presenting electrogram (egm) shows an abnormal atrial channel. The atrial lead is programmed, unipolar pacing and bipolar sensing. Further lead reviews were recommended. Additional information received advised this implantable pacemaker has possible fretting due to the header. The right atrial (ra) lead was reprogrammed to unipolar pacing last week due to observations of noise. Noise is still present and rate response has been turned off for this patient because they are a very active runner. Technical services (ts) was consulted and noted jumpy impedance changes in both the ra and right ventricular (rv) channel. Ts provided troubleshooting and device optimization recommendations. At this time, the device and both the non-boston scientific ra and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high out of range pacing impedance at 2157 ohms on this implantable pacemaker. Previous electrograms (egms) show trending with similar elevations of impedance measurements greater than 2000 ohms. There was no noise observed on the egms. The rv lead is a non-boston scientific product. At this time, the device remains in-service. Additional information received advised the device alert retriggered for a high out of range pacing impedance measurement following programmer interrogation. Programming information was provided, and the device remains in service. Received additional information the rv lead exhibited a high out of range pacing impedance greater than 3000 ohms. There was an increase in atrial pace impedance starting last month with the highest measurement of 1376 ohms with a potential loss of capture (loc) observed. Further review is recommended. At this time, the device and non-boston scientific ventricular and atrial leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high out of range pacing impedance at 2157 ohms on this implantable pacemaker. Previous electrograms (egms) show trending with similar elevations of impedance measurements greater than 2000 ohms. There was no noise observed on the egms. The rv lead is a non-boston scientific product. At this time, the device remains in-service. Additional information received advised the device alert retriggered for a high out of range pacing impedance measurement following programmer interrogation. Programming information was provided, and the device remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Received additional information the rv lead exhibited a high out of range pacing impedance greater than 3000 ohms. There was an increase in atrial pace impedance starting last month with the highest measurement of 1376 ohms with a potential loss of capture (loc) observed. Further review is recommended. Additional information received that technical services (ts) was consulted on lead issue and device optimization. Ts provided troubleshooting suggestions with possible fretting issue and recommendations when the patient is evaluated in-clinic. Additional information received that the rv lead exhibited another high out of range pacing impedance greater than 3000 ohms after a recent programmer interrogation this week. The presenting electrogram (egm) shows an abnormal atrial channel. The atrial lead is programmed, unipolar pacing and bipolar sensing. Further lead reviews were recommended. Additional information received advised this implantable pacemaker has possible fretting due to the header. The right atrial (ra) lead was reprogrammed to unipolar pacing last week due to observations of noise. Noise is still present and rate response has been turned off for this patient because they are a very active runner. Technical services (ts) was consulted and noted jumpy impedance changes in both the ra and right ventricular (rv) channel. Ts provided troubleshooting and device optimization recommendations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Additional information received advised the atrial intrinsic amplitude is out of range at less than 0.5mv(millivolts). The presenting electrogram (egm) shows atrial lead noise, including minute ventilation (mv) chop continues to be observed along with the rv pacing lead continues to record out of range impedance measurements. Further review is recommended. At this time, the device and both the non-boston scientific ra and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high out of range pacing impedance at 2157 ohms on this implantable pacemaker. Previous electrograms (egms) show trending with similar elevations of impedance measurements greater than 2000 ohms. There was no noise observed on the egms. The rv lead is a non-boston scientific product. At this time, the device remains in-service. Additional information received advised the device alert retriggered for a high out of range pacing impedance measurement following programmer interrogation. Programming information was provided, and the device remains in service. Received additional information the rv lead exhibited a high out of range pacing impedance greater than 3000 ohms. There was an increase in atrial pace impedance starting last month with the highest measurement of 1376 ohms with a potential loss of capture (loc) observed. Further review is recommended. Additional information received that technical services (ts) was consulted on lead issue and device optimization. Ts provided troubleshooting suggestions with possible fretting issue and recommendations when the patient is evaluated in-clinic. Additional information received that the rv lead exhibited another high out of range pacing impedance greater than 3000 ohms after a recent programmer interrogation this week. The presenting electrogram (egm) shows an abnormal atrial channel. The atrial lead is programmed, unipolar pacing and bipolar sensing. Further lead reviews were recommended. Additional information received advised this implantable pacemaker has possible fretting due to the header. The right atrial (ra) lead was reprogrammed to unipolar pacing last week due to observations of noise. Noise is still present and rate response has been turned off for this patient because they are a very active runner. Technical services (ts) was consulted and noted jumpy impedance changes in both the ra and right ventricular (rv) channel. Ts provided troubleshooting and device optimization recommendations. Additional information received advised the atrial intrinsic amplitude is out of range at less than 0.5mv(millivolts). The presenting electrogram (egm) shows atrial lead noise, including minute ventilation (mv) chop continues to be observed along with the rv pacing lead continues to record out of range impedance measurements. Further review is recommended. At this time, the device and both the non-boston scientific ra and rv lead remain in service. No adverse patient effects were reported.